Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the stylet broke off in the left ventricular (lv) lead. The lv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead was obstructed due to a guidewire fragment stuck in the lumen. Visual analysis of the lead indicated the lead was stretched. The distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted that visual inspection found dried blood in lead tip nose. The lead conductor was stretched, and a fragment of the guidewire is visible inside the lead coil lumen. Destructive analysis was performed to remove guidewire fragment out. There was found only a piece of competitor guidewire coating inside the coil lumen. According to analysis finding, it is likely that during procedure, the competitor guidewire's hydrophilic coating snared to the coil filars causing the guidewire to stick in the lead lumen. As a result, when trying to pull the guidewire out the lead was stretched, and the guidewire coating snared and stuck in coil lumen. If information is provided in the future, a supplemental report will be issued.